Event description:
Dr (B)(6) made the first pass and retrieved a sample. When he re-charged the biopince, it seemed to break at the handle, but appeared to recharged the device. He made another pass with the depth selector switch set to 23mm throw, and the device went beyond the 23mm depth and pierced the lunch. The patient crashed and had a neumo thorax develop. The patient was transferred to smh main and is doing well

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection and testing were performed on the returned product. It was observed that the device linkage connector was broken hence the issue cannot be duplicated. But this issue happens only when the stroke length adjuster not properly aligned with the markings. No corrective action can be taken at this time since the issue cannot be duplicated.

Event description:
Doctor (B)(6) made the first pass and retrieved a sample. When he re-charged the biopince, it seemed to break at the handle, but appeared to recharged the device. He made another pass with the depth selector switch set to 23mm throw, and the device went beyond the 23mm depth and pierced the lunch. The patient crashed and had a neumo thorax develop. The patient was transferred to smh main and is doing well